Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 455 mg/dl. The customer is changing the set out and got a button error alarm. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer states that he might have an issues when he inserted it and might have it inserted wrong. Nothing further needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing and the insulin pump passed the functional tests. The insulin pump had cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.